Event description:
Pt's family member reported that in jan. 2005 at approx. 2:00 pm, the pt tested their blood glucose and obtained a result of 77 mg/dl. The pt ate 2 graham crackers and vomited 6 times. At approx. 3:30 pm, the pt was taken to urgent care. Their blood glucose was checked with the facility's meter and the result was 365 mg/dl. At 5:30 pm, the pt was taken to the hospital where their blood glucose was checked again and the result was over 400 mg/ml. The pt was admitted into the hospital, spending one night in intensive care and another night in a regular room. The pt was discharged the morning of jan. 2005. Two days later, approx. 1:30 pm, the pt was taken to emergency room and was tested with their meter with a result of over 400 mg/dl and at the same time tested with the advance meter and test strips with a result of 120 mg/dl. Pt was discharged later that afternoon.